Event description:
It was reported that a large volume infusor leaked from the bladder inside the plastic housing. This was observed after filling and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between march 12, 2024 ¿ march 13, 2024. The device was received for evaluation with no fluid in the bladder. A leak test was performed, and a leak from one side of the bladder crimp was observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to variation within the raw material properties of the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.